Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, complete loss of capture on ra and rv lead was observed. Patient was brought in the clinic for further assessment but the device could not be interrogated. When the device communicated through wand for some time, it was noted to be in backup vvi with hv therapy disabled. Device then lost communication and could not be interrogated again. Premature battery depletion was suspected. Device was explanted and replaced successfully without adverse event. The patient remained stable throughout the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.